Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04340-1; 0001825034-202o-04342-1. Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified zones of lucency surrounding the glenoid component, concerning for loosening and/or infection. Assessment is somewhat limited secondary to poor image quality. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04340, 0001825034 - 2020 - 04342.

Event description:
It was reported that a patient underwent a left biomet comprehensive shoulder arthroplasty on an unknown date. Subsequently, the patient was revised to a competitor shoulder due to pain, possible infection, and rotator cuff tear. Attempts have been made and additional information on the reported event is unavailable at this time.